Event description:
The customer contact reported that the device intermittently did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with an unsigned note that stated, "error 301 alarms, unable to fix alarms." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device intermittently did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device intermittently displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the inductor on the piezo alarm assembly. This report represents all the info known by the reporter upon query by hospira personnel.